Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that there were 3 "iab disconnected" alarms generated on 2 different intra-aortic balloon pumps (iabps). The iab was inserted through an axillary site. The customer stated that there was no blood in tubing , that the correct tubing was in place, and that all connections were secure. Each time the pump alarm it stated again with the "start" key. The emergency service specialist had her turn down the augmentation setting to see if that might be successful. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The pressure tubing was also returned. Three kinks were found on the catheter tubing and inner lumen approximately 40.6cm 46cm and 76.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab did not inflate. The condition of the iab as received indicated kinks in the catheter. We are unable to determine when the kinks occurred, however the kinks found on the returned device restricted the gas passage and resulted in a ¿check iab catheter¿ alarm on the pump. Although we produced an alarm, we were unable to confirm the reported ¿alarm iab disconnected.¿ a device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that there were 3 "iab disconnected" alarms generated on 2 different intra-aortic balloon pumps (iabps). The iab was inserted through an axillary site. The customer stated that there was no blood in tubing , that the correct tubing was in place, and that all connections were secure. Each time the pump alarm it stated again with the "start" key. The emergency service specialist had her turn down the augmentation setting to see if that might be successful. There was no reported injury to the patient.